Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had been implanted with a catheter to perform blood filtration for the first time, and the arterial lumen started leaking at the luer, resulting in the termination of dialysis. There was no patient injury.